Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. When the promus premier stent delivery system was removed from the package the stent was noted to be frayed. The procedure was completed with a different device. There were no reported patient complications and the patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various kinks noted along the shaft of the device. A visual and microscopic examination found that the stent was damaged. Struts on the proximal end of the stent were stretched and misaligned. The stent diameter at the point of damage was measured to be approximately 1.78mm measured with a digital snap gauge. The average diameter along the undamaged portion of the crimped stent was approximately 1.2mm which is within specification. The internal diameter of the stent protector is 1.27mm, the remaining portion of the stent is in spec and compatible with the stent protector. The damaged portion of the stent is no longer compatible with the stent protector indicating that is was highly unlikely that the stent could have been shipped in the current condition. The inability to place the stent protector on the device during processing would have led to the device being scrapped. Based on the analysis it is possible that the damage occurred during the preparation of the device in the customer's facility; however, this cannot be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. When the promus premier stent delivery system was removed from the package the stent was noted to be frayed. The procedure was completed with a different device. There were no reported patient complications and the patient status was fine.